Manufacturer narrative:
The technician found the plate that contacts the wheel to keep it from moving when the brake is activated was bent preventing full contact. The technician removed the plate and bent it back to proper shape and reinstalled the plate to resolve the issue.

Event description:
The technician alleged the brake caster is not holding when brake is activated. No pt impact.